Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in (B)(6), the patient experienced "thromboembolism and tia [transient ischemic attack]." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. The patient is a 75 year old white male, nyha (new york heart association) lll. By protocol, he is the recipient of an onxan or onxane model on-x valve in the aortic position. His cardiac rhythm preoperatively was described as sinus. He had no previous cardiac surgery. Postoperatively, he was diagnosed with a transient ischemia attack (tia) which was described as "recovered". The symptoms associated with this diagnosis were not provided. According to the postoperative case report form, he did not receive a pacemaker following this surgery. No other information is available after this observation as the protocol limits adverse event reporting to 14 days postop. We do not have any medical records, such as MRI (magnetic resonance imaging) or CT (computed tomography), to validate the diagnosis of tia. Nor do we know when the tia was observed, whether immediately postop or up to 14 days later, i.e. Was it related to surgery or something else? In any case, thromboembolism is a known potential adverse event associated with mechanical heart valve replacement listed in the instructions for use (IFU). The objective performance criteria report a historical rate of thromboembolism for rigid heart valves in the first year of 3.0 % per patient-year. The root cause of the reported event is unknown. A diagnosis of transient lschemic attack is recorded, but the data is not validated by objective medical records and the date of occurrence is unknown (although it should be less than 14 days postop). We do not have enough reliable information to know what, if any, relationship this particular diagnosis has to the on-x valve. No further action is required at this time without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve post-market study, the patient experienced "thromboembolism and tia [transient ischemic attack]." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.